Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link set was not creating suction when spiked. There was no patient involvement. No additional information is available.